Event description:
It was reported that the device will not identify syringe size. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with chipped top case corners, broken tubing guides and a crack right plunger case. The bottom case gasket was damaged. The tamper seals and labels were missing. There was evidence of the error recorded in the event history log. The customers reported problem was duplicated. The investigation found an invalid syringe size during occlusion test with 60 ml syringe. The syringe size sensor was out of spec; this was due to rust on the size pot which was as a result of fluid ingression. The size pot was replaced as a corrective action. The barrel clamp guide, barrel clamp rod and tapered spring were also replaced as a preventative measure. The root cause of the reported issue was traced to the customer/user interface. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.